Event description:
Reportedly, patient expired after an implant date of 2007 due to unknown reasons. Unknown if patient death is device related. Date of pt's death and implant duration is unknown. Patient also had a 4450 34mm ring in the mitral position. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.